Manufacturer narrative:
(B)(4).

Event description:
Procedure: hemicolectomy. According to the reporter: the patient underwent an open right hemicolectomy procedure on the (B)(6). One (B)(4)(lot unknown) was used along with 2 units of (B)(4)(lot p4m0128x) and the staple line was formed correctly. There was no bleeding after security test, so the (B)(4) were discarded after surgery. On the (B)(6) the patient had to be readmitted due to a dehiscence in the staple line. It was reported that the patient continues to do well. According to additional information received from the account, the reoperation was to address infected tissue and displaced/poorly formed staples. Prior to the procedure, the patient underwent chemotherapy and presented with partial bowel obstructions and bloody feces.